Event description:
It was reported that during a device check-up one day post implant, the ventricular lead exhibited high capture threshold. A fluoroscopy revealed the lead dislodged. The lead was successfully repositioned and normal threshold values ensued.

Manufacturer narrative:
(B)(4).